Manufacturer narrative:
Implanted date - (B)(6) 2009. The product and lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity". Number twenty states, "persistent pain".

Event description:
It was reported that patient underwent partial knee arthroplasty in (B)(6) 2009. Subsequently, the patient had the knee scoped to remove loose cement in (B)(6) 2011. The patient was revised from a partial knee to a complete knee on (B)(6) 2011, due to pain and instability.